Manufacturer narrative:
(B)(4). Exact date of implant is unknown.

Event description:
An endurant stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at the time of implant was not reported. Currently the aortic neck is 26 mm in diameter, 30 mm in length, and 26 degree angulation. Currently there is severe vessel tortuosity but no calcification. It was reported that a recent CT demonstrated total occlusion of left contralateral stent graft limb from flow divider to external iliac. The physician treated the patient with a thrombectomy within the iliac limb using a fogarty catheter and relined the stent graft with an endurant 16x13x124 limb. No clinical sequelae were reported and the patient is fine. Review of several cta images (unknown date and no measurement scale) showed that both limbs are constrained within the aorta; either at the proximal or distal neck. One of the limbs (patient left side) is occluded; this limb is compressed down to approximately 1/2 the diameter of the other limb which is patent. Another image shows that the limbs are relatively straight within the iliacs, with possible compression seen near the distal aorta. The cause of the occlusion is uncertain, but it is possible that placement of the limb within the small anatomy may have contributed. This may also be a patient condition.